Event description:
On december 7, 2007, a doctor alleged that maxcem turned black under a patient's porcelain crown that was placed 18 months ago.

Manufacturer narrative:
According to the doctor the margins around the perimeter of the crown were intact, but underneath the crown the tooth was dark and covered with a darkened tissue. The doctor removed the crown and darkened tissue from the tooth. He believes he saved the tooth but he thinks it may require endodontic treatment. This medical intervention incident is considered MDR reportable. No evaluation was performed; the doctor did not provide any information on the lot number allegedly involved, therefore, evaluation of retain samples could not be conducted. Additionally he did not return any suspected product to kerr corporation for evaluation.